Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high capture threshold, high impedance, and a sensing anomaly. Chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition after the procedure.